Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital for non-cardiac reasons. Patient was asymptomatic. Post-paced t-wave oversensing was observed. It was noted that pacing rates intermittently lower than the base rate. Temporary programming were made, however oversensing was still visible. Permanently programming changes were recommended. No further information available.